Event description:
Facility reports that while using a viking l pt lift that they hooked the sling onto the universal sling bar 450. As the nurse began the lift, the sling straps became tight, the sling bar broke and fell back onto the pt's lap. The pt was never raised before the sling bar broke. No injury was sustained.